Event description:
The patient's mother reported her son's blood glucose measured 150 mg/dl; 170 mg/dl; 190 mg/dl; and 209 mg/dl with no boluses or exact time reported. He was rushed to the children's hospital of the (B)(6) in an ambulance. Upon arrival he was admitted to the pediatric intensive care unit (picu) and his bg was 500 mg/dl. She stated he did not have any sign of ketones present so she assumed her son had appendicitis but the doctor advised her that her son diagnosed with diabetic ketoacidosis. He was placed on an intravenous insulin drip and fluids for a day and a half before being released for the picu. She also stated her son was not able to eat anything during his hospitalization. The pod was removed and discarded at the hospital.

Manufacturer narrative:
The product wa snot returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.